Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. No changes or intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient presented in clinic on 6 aug 2021. Programming changes were performed. The patient condition was stable before, during, and afterwards.